Manufacturer narrative:
The reported events of no output, low pacing impedance, inadequate capture and inability to interrogate were confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient was transported to medical center due to bradycardia and it was found that the device entered backup vvi mode after interrogation, however, pacing was not activated, and temporary pacing was performed with a temporary pacemaker. It was also noted that low impedance, high capture thresholds, and failure to interrogate were observed. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.